Event description:
The customer reported to maquet that a light handle that was just placed into svc for the first time fell off into the sterile field during a procedure and hit the pt. The hosp did not report any injuries, nor was the make or model of the surgical light provided. (B)(4).

Manufacturer narrative:
Maquet has made multiple attempts to obtain specifics about the event but the hosp has not provided any add'l info. The hosp has not provided access to the light configuration or the handle for eval at this time. Maquet has examined examples of the handles in our inventory and found no issues. This investigation is on-going, pending the eval of the device. A f/u report will be submitted once eval of the device has been completed. Exemption #: (B)(4). Maquet med sys USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.